Event description:
As reported by the (B)(6) registry, the patient experienced a stroke post index procedure. The neurological event displayed symptoms of behavioral changes and aphasia. Hemiparesis occurred on the right side which was diagnosed via an angiography. The target lesion was the proximal left internal carotid artery. The circumferential vessel was eccentric and ulcerated. The lesion was moderately calcified, mildly tortuous with 2+ bends in the vessel. The onset of the event was sudden. Baseline nih score was 0. The physician did not feel as if the event was related to the device or the procedure; however, it was related to the anticoagulation. Recovery was partial with minor residual. Patient was discharged to rehabilitation center 14 days after the event occurred.

Manufacturer narrative:
As reported by the (B)(6) registry, the patient experienced a stroke after having a stent placed in the proximal left internal carotid artery. The circumferential vessel was eccentric, ulcerated, moderately calcified and mildly tortuous with 2 or more bends in the vessel. The onset of the event was sudden. Baseline nih score was 0. The physician did not feel as if the event was related to the device or the procedure; however, it was related to the anticoagulation. Recovery was partial with minor residual. Patient was discharged to rehabilitation center 14 days after the event occurred. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, CABG, diabetes mellitus, coronary artery disease and hypertension. The patient is also considered at high risk given that his age was > 75. The product was not returned for analysis. A review of the manufacturing documentation associated with precise lot number presented no issues during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Although no conclusion can be made regarding the relationship of the precise stent and the reported event, there is no indication that the device did not perform as intended or that it is related to the device design or manufacturing process. Factors that may have influenced the event include patient, procedural, pharmacological and lesion.